Event description:
It was reported that there was a poor delivery in high flow mode. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Review of provided ventilator logs found no anomalies. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The root cause of the reported event has not been determined.

Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000 . D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 11/02/2020, corrected manufacturing date: 10/29/2020.